Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the motherboard and battery. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that intermittently the 6600 system will not boot up correctly (white screen). There was no report of pt injury.